Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -12.5/1.0/107 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022 and the patient experienced excessive vault, lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type event reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional information: b5- "on (B)(6) 2023 the lens was exchanged for the same model/shorter length lens and the problem was resolved. Status of the eye was "all fine". Additional information provided was "patient is happy". Claim# (B)(4).